Manufacturer narrative:
Motor error alarm during rewind due to encoder signal out of phase. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify e70 error due to motor error alarm during the rewind test. The motor was tested outside the device and failed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and motor position encoder error. Customer was able to clear the alarm and able to complete rewind. The motor error was recurring after clearing the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.